Event description:
While troubleshooting a high sensitivity c-reactive protein (crph) (B)(4) cap survey failure on a unicel dxc 800 synchron system, the customer identified multiple patient samples which possessed discrepant crph results. The customer discovered the issue while troubleshooting a cap survey failure, in which cap crph results were low and not linear on the unicel dxc 800 synchron system. The customer utilizes biorad quality controls and the results were lower on the unicel dxc 800 synchron system than alternate instruments. Beckman coulter inc. Assessment of customer supplied patient data indicated the involvement of seven patients' whose initial crph results were lower than their repeat results on another instrument. Collectively the results were imprecise based upon a two standard deviation precision specification. The initial crph results were regarded as erroneous and the repeat results were regarded as valid. The customer provided nine patient results however two patients' initial crph were not regarded as erroneous as they met the required precision range in comparison with the repeat result. The erroneous low crph results were reported from the laboratory, however, there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a bent sample side mixer paddle which the fse replaced. The fse replaced the reagent syringe, reagent wash collars, reagent syringe t-valve, and a/b valve. The fse aligned the mixers and the probes. The fse calibrated the crph chemistry and ran precisions on all three levels of customer biorad quality control (qc) material and two levels of beckman coulter inc. Qc material. The results were acceptable. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode of this event is unknown, however, the repairs resolved the issue.